Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined further troubleshooting. Customer¿s blood glucose level was 352 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.